Event description:
The customer reported that the system shutdown on it's own. It rebooted itself and displayed all squares on the control panel. The customer then rebooted the system in order to get it to work properly. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the pcb control panel and panel proc I/o. The system operates as intended.